Manufacturer narrative:
The event device was returned to applied medical for evaluation. A follow-up report will be provided upon the completion of investigation. This report is to follow-up medwatch report # (B)(4).

Event description:
Procedure performed: "laparoscopic bilateral inguinal hernia repair and suture repair of umbilical hernia". Event description: cer (B)(4) was received via mail from FDA; medwatch (B)(4). Date of event: (B)(6) 2018. Patient is (B)(6) year old male, (B)(6) lb, (B)(6). "Trocar diaphragm fragment broke and was in the patient's abdomen. The fragment was retrieved. No additional missing pieces of diaphragm were noted after retrieved piece fitted to diaphragm. No patient harm." Additional information was received via email from mgr clinical risk mgmnt & pt safe on tuesday (B)(6) 2018: "I do not have a lot number. [] I cannot answer questions as to the color or part of seal as I received the device in a biohazard bag a few days after the event." Patient status: "no patient harm".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The duckbill and shield, internal components of the shield, were also damaged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch report#: (B)(4).

Event description:
Additional information was received via email from mgr clinical risk mgmnt & pt safe on monday, 02apr2018: the evaluation team received a 12mm trocar for evaluation when on the report the event unit was a ctf03 (5 mm trocar). Was the incorrect product sent back mistakenly? "No, the correct product was sent. There has only been one broken trocar reported."